Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The capsule trocar needle failed to advance. The device was returned with the capsule separate from the delivery system. The plunger had been depressed and retracted.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off into the patient's stomach. No serious injury to the patient was reported.